Event description:
Pt had co's medullary suprachondylar nail placed in leg 9/14/93 to repair a comminuted distal fracture of left femur. The week of 1/24/94, got reports that he sat down in chair and heard "pop" and felt pain. Dr removed broken pin on 1/27/94. Pin given to owner/pt, as atty sent a notorized request for it. (*) (photo)